Event description:
Caller alleged discrepant results compared with the lab. Results as follows: 08/2006: first test inr = 5.5, second test inr = 6.5. 8/06 inratio 5.5, lab 2.7 (10 days ago), mean 4.1; inratio 6.5, lab 2.7 (10 days ago), mean 4.6.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060218: 08/2006: first test inr = 5.5; second test inr = 6.5; mean = 6.0; sd = 0.7; %cv = 11%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Discrepant results (accuracy) comparison on inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. The time between lab and the inratio values were >3 hours. The comparison considered invalid.